Event description:
Product complication: none. Time of complication: during the procedure in 2005. No stop date was reported. Symptoms: respiratory distress and myocardial infarction. It was reported that during the procedure the pt experienced respiratory distress and myocardial infarction and severe spasm in the left internal carotid artery at the level of the filter in addition to severe spasm in the radial artery resulting in its occlusion. Mild focal stenosis may remain at the level of the left internal carotid artery bifurcation. Angiogram of the filter found improvement in the stenosis, less residual stenosis. After the stent was placed there was severe spasm distal to the stent. The filter was retrieved and spasm in the high cervical petrous area is improving. There is still, however, spasm distal to the stent. Intracranial run taken demonstrates some spasm of the vertical segment of the petrous internal carotid artery. The horizontal is free of stenosis. No evidence for embolic phenomenon in the distal circulation. The pt underwent intubation as well as compressions. After 30 minutes of resuscitating her using medications, re-angiography was then performed of the left common carotid artery. Intra-arterial administration of non-thrombolytic was performed using nitroglycerin. A slow infusion of nitroglycerin was given to the left common carotid artery with resolution of left internal carotid artery stenosis just distal to the stent. A CT scan taken found no bleeding within the brain and was determined that no new stroke was found. The event resulted in a life-threatening experience and prolonged hospitalization. It was felt that the event was possibly device related and pt's outcome has not resolved. No additional information available.

Event description:
Additional information - during the procedure the patient became hypotensive, bradycardiac and pulseless. At that point a code blue was called and patient was resuscitated and medication were given. A persantine stress test was inconsistent because of the patient's movement. Later a dobutamine stress test showed anterolateral ischemia and it was decided that cardiac catheterization was to be performed. The patient's status, post asystolic event during the carotid stenting procedure; hypertension and hyperlipidemia. Transferred to surgical intensive care unit for possible pacer placement. The patient experienced some baseline weakness in all four extremities with numbness in the hands and feet secondary to neuropathy. The patient's nih stroke scale score was "0". The patient also scored 100 on the barthel index and "0" on the rankin scale. No additional information was available.